Event description:
It was reported that the patient was complaining about the poor quality of sound. Testing showed that there is progressive damage to the electrode array as nine channels have high impedance.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.